Event description:
Customer reported device infused a drug in half the time in ambulatory care. Ertapenem (invanz) 1 gram in 50 mls programmed infused in 15 mins. Drug is typically infused over 30 mins. There was no pt harm and no medical intervention was required. Customer stated that no additional event or pt info is available.

Manufacturer narrative:
(B)(4). The customer's experience of an over infusion was not confirmed. The pcu event log shows that the last infusion performed on the returned pump module was for an infusion of ertapenem 1gram in 50ml (drug ID 106). This was programmed and started at 10:00 am. The rate of the infusion was 100ml/hr with a vtbi of 50ml. Twelve mins after the infusion was started, the device alarmed for air in line and the device was selected off. The volume infused during this time was 19.811ml. Visual inspection revealed the device was received in overall good condition. Internal inspection found the device was clean with no damage observed. Functional testing performed found no issues with the rate accuracy and the device was able to run a primary infusion, programmed with the same parameters as the reported event, with no issues. The root cause of the customer's report of an over infusion was not identified. No fault was found with the returned device or with the infusion programming.